Event description:
Consumer stated her brush head bristles are falling out while brushing teeth. Customer stated she has found them wedged in her teeth when she wakes up, and while brushing her teeth has had to spit them out.

Manufacturer narrative:
Manufacture date updated because product was returned.